Manufacturer narrative:
(B)(4). It was reported that the procedure was a laparoscopic umbilical hernia repair procedure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2015 and straps were used. During the firing, the absorbable staple came out flat or with the jaws opened up. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.